Event description:
The customer reported that the device would not cut. The device was on tissue and was safely removed. The device was returned for eval and it was noticed that the webbing was protruding from the device jaws.

Manufacturer narrative:
(B)(4). The knife did not advance when the trigger was activated and it was found that the knife was hitting the back of the blue jaw seal plate. The knife edge was damaged when it contacted the seal plate. The knife was still within the jaws, but the webbing was broken and protruding from the hinge area. The webbing may have broken if force was applied to the trigger after the knife contacted the seal plate. Reports of the knife hitting the back of the seal plate are being investigated. No pt injuries have been reported as a result of these complaints.